Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 11/23/2016 that an issue occurred with a lite glove. The customer reports the lite glove tore during set up when pulling over devon lite handle, no patient present.